Event description:
Implant placed 1/15/97 and removed 3/14/97.

Manufacturer narrative:
The medical history was received and evaluated. Co's conclusion remains the same: infection is the probable cause of failure.